Event description:
This report is being filed after the review of a clinical evaluation report (cer) from a related research activity database (ddra) for patients undergoing open elective unilateral inguinal procedure. Perioperative outcomes and 1-year follow-up outcomes. 1 patient had perioperative complication during the procedure with the use of the device and before the discharge of the index hospitalization were defined with the diagnosis code, intraoperative complications (total inguinal). 1 patient had perioperative complication during the procedure with the use of the device and before the discharge of the index hospitalization were defined with the diagnosis code, intraoperative complications (organ injuries inguinal). 1 patient had perioperative complication during the procedure with the use of the device and before the discharge of the index hospitalization were defined with the diagnosis code, intraoperative complications (bowel injuries inguinal). 2 patients had perioperative complication during the procedure with the use of the device and before the discharge of the index hospitalization were defined with the diagnosis code, intraoperative complications (general complications total inguinal). 1 patient had perioperative complication during the procedure with the use of the device and before the discharge of the index hospitalization were defined with the diagnosis code, intraoperative complications (fever inguinal). 1 patient had perioperative complication during the procedure with the use of the device and before the discharge of the index hospitalization were defined with the diagnosis code, intraoperative complications (other inguinal). 2 patients had perioperative complication after the procedure with the use of the device and before the discharge of the index hospitalization were defined with the diagnosis code, postoperative complications (total inguinal). 2 patients had perioperative complication after the procedure with the use of the device and before the discharge of the index hospitalization were defined with the diagnosis code, postoperative complications (bowel injury/anastomotic insufficiency inguinal). 1 patient had perioperative complication after the procedure with the use of the device and before the discharge of the index hospitalization were defined with the diagnosis code, postoperative complications (complications-related reoperations inguinal). 2 patients had perioperative complication after the procedure with the use of the device and before the discharge of the index hospitalization were defined with the diagnosis code, postoperative complications (secondary hemorrhage on 1-year follow-up inguinal). 1 patient had perioperative complication after the procedure with the use of the device and before the discharge of the index hospitalization were defined with the diagnosis code, postoperative complications (infection on 1-year follow-up inguinal).

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Clinical code: (B)(4) operative complications. Component code: (B)(4) device not returned. This report is related to a clinical evaluation report from a related research activity database; therefore, no product will be returned for analysis and the manufacturing records cannot be reviewed as the lot/batch number has not been provided. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Events related to open elective incisional procedure reported via mw # 2210968-2022-05209. Events related to open elective unilateral inguinal procedure reported via mw # 2210968-2022-05210.